Event description:
During an endoscopy procedure to dilate a stricture in the esophagus, a cook quantum ttc colonic balloon dilator was used. When they attempted to inflate the balloon, it popped right away prior to reaching the 3.5 atm the balloon is meant to handle. They proceeded the procedure with another balloon that worked fine. A section fo the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. During a visual inspection it was noticed that the balloon was returned with the balloon material ruptured around the center of the balloon with an approximately 7cm tear making it impossible to inflate. The balloon will not hold pressure and cannot perform dilation in this condition. No section of the balloon material is missing from the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to balloon material rupture is inadequate lubrication of the balloon with a watersoluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity wil laid in endoscopic advancement and balloon preservation. The instructions for use caution the user that negative pressure is mandatory to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A balloon rupture can occur if the balloon is inflated prior to advancement through the endoscope or fit he balloon is inflated while partially or fluffy inside the accessory channel of the endoscope. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a rupture of the balloon material. Prior to distribution, all quantum ttc colonic balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.